Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the electrodes from the lifevest. There was no alleged device malfunction contributing to the irritation. Patient follow up with nurse practitioner who reported that the patient had contact dermatitis. The nurse prescribed benadryl cream for the skin irritation. Follow up indicated that the cream is helping with the skin irritation.